Manufacturer narrative:
Reliability analysis evaluated 1 opened or used reservoir. Analysis inspected the reservoir, snap-cap, and septum for anomalies and none were found. They ran the occlusion test and it was found that the reservoir was filled with diluent and was connected to a new infusion set. Then they installed the reservoir and the connector into a 5xx insulin pump and performed pump manual prime. Fluid was seen flowing through the infusion set and out of the catheter tip. It was concluded that the reservoir was not occluded. (B)(4).

Event description:
The customer called in to report high blood glucose levels of 427 mg/dl. The customer reported a no delivery alarm and that the reservoir would not fill with air. The customer also reported that the insulin looked frothy. The customer reported feeling normal. The customer stated that they put in a new infusion set. The customer requested replacement products. The reservoir was returned for analysis.